Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of huxe0422 showed no other similar prod complaints from these lot numbers.

Event description:
It was reported that the nurse went to review the pt. They noticed blood and IV parenteral nutrition in the bed. They also noticed that the broviac was broken and leaking. The pt was nil orally and was receiving 14% dextrose parenteral nutrition. The pt's blood sugar levels dropped due to the absence of parental nutrition. After many attempts, the peripheral canula was inserted and dextrose containing solution commenced as well as IV antibiotics. The pt was reviewed in the afternoon and taken to theatre for the removal of the broviac and a septic screen and a short term central access was obtained. When the septic screen was negative, a new broviac was inserted. Per report- the device is washed with soapy water. Soaked in chlorhexidine and alcohol. On (B)(6) 2015 - per email, the pt could not take anything by mouth. The pt has a gastrostomy tube for intermittent gastric draining but it is not used for feeding. The break occurred between the protective clamping sleeve and adaptor leg (external to the pt). The catheter broke into two pieces and it was assessed by medical staff that the line was unsuitable to be repaired. The pt went without rec'd pn or dextrose for 6 hours. The pt's blood glucose levels were 6.2 mmol/l (11.6 mg/dl) and dropped t 2.9 mmol/l (52.2 mg/dl). The pt exhibited irritability, pale skin, and lethargy. The pt required 66% sucrose.